Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Customer reported fault 40067 mid-case. Clinical sales representative (csr) attempted power and hard cycle of patient side cart (psc), but not done correctly, so the fault persisted. After technical support engineer (tse) guided a proper hard cycle, the fault cleared. Customer reported the fault recurred; case converted to lap and requested urgent fse service. Fse visited the site but was unable to duplicate the reported issue. Universal surgical manipulator (usm) 4 was thoroughly inspected through flex, with all movable parts exercised across the full range of motion. The proximal set up joint (suj) on usm4 was swapped with usm1, then replaced with a new psuj. Component swaps included usm4 to arm usm3, usm3 to usm1, and usm1 to usm3. The spider cable was also replaced. Throughout troubleshooting, no fiber-related issues were found. System gigabit communication and aurora link tested good. Orienting platform (op) fiber cables and all connections in psuj, vertical set up joint (vsuj), card cage, axes controller platform board, axes controller platform 4 were inspected and verified good. System was returned to the customer for use. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause is attributed to the communication error due to the axes controller issue.

Event description:
It was reported that during da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted intuitive technical support engineer (tse) to report a 40067 fault. Csr power cycled and hard cycled the patient side cart (psc) but the fault persisted. Csr did not hard cycle the psc properly and fault returned. Tse had csr hard cycle psc properly and fault cleared. The customer called back again and reported that the fault had returned. The procedure was converted to laparoscopic with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a non-recoverable communication error on arm 4 repeatedly occurred while placing ports and just before docking the system. After consulting with dvstat, a hard reset was attempted, which was initially believed to resolve the issue. However, a final non-recoverable error occurred after positioning the robot over the patient, leading to the decision to convert the procedure to a laparoscopic approach for the patient's best interest. The conversion did not result in an increase in port size incision or the addition of extra ports. The patient tolerated the change well, and there was no injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The proximal set-up joint (psuj) was returned for failure analysis, and the reported error was confirmed but not replicated. In system logs, error 40067 was confirmed, indicating that the axes controller setup (acu) board reported a communication error. Upon visual inspection, no issues were found related to the reported event. Fa installed the psuj onto a golden system where no faults occurred in normal mode and it functioned as expected. The psuj was tested on a patient side cart fixture test platform (pftp) where it passed all relevant testing. After testing was completed, a visual inspection found no issues related to the reported event. The acu board and fiber optic cable are consistent with the reported event and could be the potential root causes for this issue.